Event description:
Device 3 of 3. Reference MFR report#: 1627487-2019-07530.1627487-2019-07531.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 3 of 3 reference MFR report#: 1627487-2019-07530, 1627487-2019-07531. It was reported that the patient experienced a fall causing low impedances. As a result, the patient's scs system was explanted.